Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was feeling 'so much pain' around their back where the leads are located. The patient reported that they were implanted for stim in their right leg, but since the sunday prior to the report there was an area of their left thigh where they feel an electrical current. There were no falls/trauma reported and the patient's recent brain surgery (unrelated to device/therapy) did not align with any event dates. The patient was redirected to their hcp. No further complications were reported.